Event description:
It was reported that approximately one year after implantation of a vena cava filter during the scheduled retrieval, a detached filter arm was identified after the filter was removed. The detached arm was successfully retrieved with a snare device without incident. There was no reported patient injury.

Manufacturer narrative:
A manufacturing review could not be conducted as the investigation lot number is unknown. The device was returned. The complaint investigation is confirmed for two filter arm detachments (with shoulder anchors). No images were provided. Based upon the available information, the definitive root cause for this event is unknown. It is unknown if procedural factors contributed to the reported event.